Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented with their implantable cardioverter defibrillator (ICD) in backup vvi mode. The backup was due to event que overflow. The device was restored. The patient was stable.